Event description:
It was reported that pump delivered correction bolus when customer already had low blood glucose. Customer experienced low blood glucose level of 52.2 mg/dl due to issue. Customer treated low blood glucose by consuming carbohydrates.